Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic was observed broken off after the implantation of a za9003 19.0 diopter intraocular lens (iol) into the patient's operative eye. The lens was inserted and removed. The replacement lens was a non-amo lens. There was no incision enlargement, but a vitrectomy was performed and one suture was used for closure. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Additional information received indicated that the leading haptic was bent. Therefore, the following field was updated accordingly: this information was inadvertently not included in the initial MDR report however was known: the product was cut into pieces when it was removed from the patient's eye and it is not available to be returned. Therefore, the following field was updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.